Event description:
Surgeon reports lens was replaced due to "bad glare"

Manufacturer narrative:
The evaluation of the returned lens revealed that, other than some minor damage that occurred during the explant surgery, the lens was found to be within specs. This report was mailed in to FDA on 6/27/97.